Event description:
On (B)(6) 2019, the reporter (mother) for the patient (son) contacted lifescan (lfs) alleging that their onetouch ultra smart meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2019 around midnight the patient obtained an alleged inaccurately high result of ¿over 600mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient takes insulin (self-adjuster) ¿novalog (sliding scale) and lantus 28 units a day¿ to manage their diabetes and reported that he took an unspecified increased dose of novalog insulin in response to the alleged high result. The reporter stated that the patient developed symptoms of ¿seizure¿. The reporter stated that on (B)(6) 2019 at approximately 12:30pm an ambulance brought them to ER where the patient was treated with ¿IV fluids and 2 other unknown medications¿ the reporter stated that at they also had the patients blood tested on the ER meter but the meter did not register a numerical result ¿low¿ as the blood glucose was too low on the another device. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing. However, the test strips the patient was using had expired . The patient¿s products were replaced. This complaint is being reported because the patient reportedly received third party medical intervention for an acute low blood glucose excursion after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.